Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw and a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy pacemaker (crt-p) had a setscrew problem as the right ventricular (rv) port was not accessible. The physician tried numerous times to engage it and felt it was faulty. It was suggested that perhaps the device setscrew port was misaligned. The device was not used. No patient complications have been reported as a result of this event.